Manufacturer narrative:
Returned for evaluation was the disposable cartridge portion of the device. The instrument and jaw portions were note returned for evaluation. The cartridge was returned with a damaged pusher. The pusher was reset and the device fired properly. The exact cause of the damage to the pusher could not be reliably determined without the remaining portions of the device for evaluation.

Event description:
The product was used during a vats procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.